Manufacturer narrative:
Continuation of medical devices: 5076-45 lead implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was one t-wave oversensing (twos) episode observed on stored episodes from about two weeks ago for the right ventricular (rv). The rv lead remains in use. No patient complications have been reported as a result of this event.